Event description:
A total hip arthroplasty was revised 5 month post operatively after the constraining ring disassociated from the liner, and the cup and femoral head dislocated.

Manufacturer narrative:
Returned device is currently undergoing engineering eval.